Manufacturer narrative:
Date of event is an estimate.

Event description:
It was reported that due to an infection the patient had an inflatable penile prosthesis removed and a spectra penile prosthesis implanted as a space saver while the patient healed.